Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required, high threshold measurements, loss of capture with greater than two seconds of asystole, and dislodgement. The patient was noted to have had an escape rhythm of 20 to 30 beats per minute (bpm). A surgical revision was performed and the lead was revised and remains in service. No additional adverse patient effects were reported.